Event description:
The customer called to report buttons not responding, numbers ramping up and blank display. The customer stated that he had to go to the emergency room due to the issues he was experiencing. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.